Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted due to an increase in hv lead impedance. The patient condition was stable after the procedure.

Event description:
New information received states that externalized conductors were also noted at the time of lead explant.

Manufacturer narrative:
A partial lead was returned in five segments for analysis. External insulation abrasion was noted at 25.7-25.9cm from the proximal end of the svc shock coil. Internal insulation abrasion was noted at 0.6-1.8cm, 4.4-4.9cm from the proximal end of the rv shock coil. Internal insulation abrasion was noted under the rv shock coil at 0.0-0.1cm from the proximal end of the rv shock coil. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 3.8-7.2cm from the proximal end of the rv shock coil. Internal insulation abrasion was noted at 8.9-10.5cm from the proximal end of the rv shock coil. The etfe coating was damaged during the surgical process at these locations.